Manufacturer narrative:
The products involved in this event were discarded by the user subsequent to use. The console logs were returned to the manufacturer for analysis. An analysis of the console logs was performed, but was unable to reveal the cause of this issue. An examination of the reported event details revealed that this patient was on pressors, and that he was also exhibiting decreased arterial flow to the leg. With those issues the placement of an impella cp could have exacerbated the reduced flow to the patient's leg. Without the product being returned no evaluation could be done on the repositioning sheath; therefore a definitive root cause for this event could not be determined. It is unclear if this reported issue was related to the impella cp's repositioning sheath or if the issue was the result of the physician's device placement/management, or the patient's condition. The manufacturer will continue to investigate all reasonable obtainable source information, and will provide them on a supplemental medwatch report if they become available. (B)(4). Device discarded by user facility.

Event description:
The complainant reported that on (B)(6) 2016 a (B)(6) female patient was admitted to the hospital with a total heart block. The physician performed the placement of bare metal stents to the circumflex and the left ascending artery (lad) and repaired a chronic total occlusion. During the 3.5 hour procedure the patient was successfully supported via the right femoral artery with an impella cp. Following the procedure the patient continued to be supported by the impella pump and was administered pressors and inotropes. The patient was supported with the impella cp for a total of 38 hours. The patient was reported to have did have "deplorable" pulses in the right leg, but that the leg was cool when admitted to the ICU. On (B)(6) 2016 the physician found that the patient's right impella leg was still cold and the pump was removed. A fasciotomy was reported to have been performed on the patient's right leg. Following the fasciotomy the patient was reported to be in stable condition.